Event description:
A surgeon reports a pt complained of temporal flickering following intraocular lens implant surgery. The lens was removed and replaced with a different model. The pt's symptoms were alleviated following the lens exchange.